Event description:
Customer reportedly received results of 22.2 mmol/l and 7.9 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.